Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the station wouldn¿t turn on. A field service engineer (fse) inspected the station and found that the light on drawer 5 was not on. Fse shut the station down and proceeded to open drawer 5 and test it with a multimeter. Fse confirmed that drawer controller board was reading 0.4 ohms, so fse replaced it along with the pyxis module controller, as it was no longer powering up. After replacing both boards, fse accessed the application, assigned the components, and then ran diagnostics to further test the station. The system functioned as intended after the field service engineer repaired the device.